Event description:
During the procedure to correct a ventrical septal defect, using "dlp's" single stage right angle venous cannula, it was noted that the flow rate through the cannula "had dramatically gone down." The dr found a group of thrombus had formed in the bend of the cannula tip. The pt had been administered 5% plasma, heparin 4/kilogram, mannitol, an antibiotic and had an activated clotting time of 1000 seconds. There was no reported injury to the pt. It was unclear as reported whether one or two "dlp" cannula codes were involved and these are being reported separately.